Event description:
It was reported the intraocular lens (iol) was defective and extent of patient contact is unknown. The product has been discarded. No further information was provided.

Manufacturer narrative:
Date of event: unknown/not provided. Brand name: unknown, as product serial number was not provided. Product code: unknown, as product serial number was not provided. Model number: unknown, as product serial number was not provided. Catalog number: unknown, as product serial number was not provided. Serial number: unknown, as information was not provided. Expiration date: unknown, as product serial number was not provided. UDI number: unknown, as the serial number was not provided. Date implanted: not applicable, as there is no indication that the lens was implanted. Date explanted: not applicable, as there is no indication that the lens was implanted. PMA/510(k) number: unknown, as iol product serial number was not provided. The device was not returned for evaluation and the serial number for this device is unknown/not provided. Therefore; no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Device manufacture date: unknown, as product serial number was not provided. Attempts were made to contact the customer account requesting additional information regarding complaint however to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.